Event description:
Pt reports that she "hit some wrong button" on her pump and the programming was "messed up". Pump in question was her backup and she did not miss any therapy. Pt was using functioning pump at the time. Replacement pump being sent. No more info given. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.